Manufacturer narrative:
The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior technician inspected the power management board (the board) with no visual damage observed and then installed the board into the cardiosave test fixture and it tested to factory specifications per the cardiosave service manual. The ncr could not verify the of the pump not booting up, also the ncr could not verify the failure of code 139 in the fault logs. The board passed testing. The senior repair technician then sent the part to supplier for failure analysis as per procedure. The supplier returned the board to the nrc and advised that they could not confirm the failure of the pump not booting up and could not confirm error code 139. The board passed testing. The ncr installed the board into the cardiosave test fixture and tested the board to factory specifications and cardiosave service manual. The board passed testing. The board will be packaged, labeled and sent to stock per procedure.

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), the iabp experienced boot-up issues. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. The getinge stm that was performing the installation of the unit was able to boot it into service mode and got a fault# 139 indicating a "power management board communication error". To address the issue, the stm replaced the power management board and the iabp powered on. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), the iabp experienced boot-up issues. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), the iabp experienced boot-up issues. There was no patient involvement and no adverse event was reported.